Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with blurred vision in the right eye (od) post treatment. A flap and rinse was performed to remove the epithelial ingrowth found during the post op exam. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient¿s comments were of blurred vision. The patient reported the symptoms are not interfering with daily activities. The surgery center reported the symptoms were resolved on (B)(6) 2018. Bcva from (B)(6) 2018: right eye pre-op 20/20 2.50 x -.50 x 85, left eye pre-op 20/20 3.00 x -.75 x 105 bcva from (B)(6) 2018: right eye post-op 20/20 1.50 x -1.00 x 93, left eye post-op 20/20 .50 x -.25 x 113.